Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not have the patient programmer for the MRI as they have not used the system in 2 years. The patient reported that the system was painful to them at times and did not work as they expected. The patient indicated they may have used the system for about a year. It was noted that they observed power on reset (por) after synching. It was reviewed with patient the por, that stimulation was off in por condition and to contact the healthcare professional (hcp) to clear with their clinician programmer. It was reported that the MRI was not related to the patient device or therapy. No further complications were noted or anticipated